Event description:
It was reported that the infusion set was ripped out while the patient was showering or when it became caught on clothing, causing the insertion site to be pulled off. Patient had experienced high blood glucose level on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.